Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: o2 flow test did not pass. Device cannot be serviced. No patient involvement.